Manufacturer narrative:
The lot number and expiration date were not provided for the electrode. A field service engineer (fse) replaced the rinse vacuum tube. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium (na) result from the cobas 6000 c501 module. The initial result was 173 mmol/l, the repeat result was 139 mmol/l. The results were repeated because the customer noticed the questionable result and repeated the sample.